Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. Customer reported an elevated blood glucose (bg) level of 316 (mg/dl). Customer indicated a syringe would be administered to stabilize bg level and for diabetes management.